Event description:
First events reported in emergency department (B)(6) 2024. Needle retraction visibly delayed. Representative notified, remaining lot number catheters removed from ed at that time. Logistics requested a different lot number be sent to facility. Facility received same lot number from distributer. Reports from other units with same complaint of needle being extremely slow to retract after depressing the safety button on 20g IV bd insyte autoguard catheter with the same lot number from previous. Reference reports: mw5158157, mw5158158, mw5158159, mw5158160.